Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device was not capturing in the bipolar configuration with an output of 7.5 v. In the unipolar configuration, only anodal stimulation was seen.